Event description:
Information was received indicating that a smiths medical cadd-solis vip pump was getting many air detector alarms with total parental nutrition (tpn) patients when there is little to no air visible. There was no adverse events reported.

Manufacturer narrative:
Returned device was received in fine physical condition. During the evaluation of the device the damage air detector was replaced as well as the keypad, overlay and a scratched lens. The initial complaint was confirmed. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.